Event description:
It was reported that the stent (subject device) encountered resistance during deployment that persisted even after partial deployment of the proximal section of the stent. Thus, the subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent (subject device) encountered resistance during deployment that persisted even after partial deployment of the proximal section of the stent. Thus, the subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
A2 ¿ age at time of event ¿ added. A2 - age units (patient) ¿ added. A3a ¿ gender ¿ added. A4 ¿ weight ¿ added. A4 - weight units ¿ added. D4 - expiration date ¿ added. D4 ¿ gtin - corrected. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg - updated. H4 - manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned partially deployed from the microcatheter. The stent delivery wire (sdw) was seen to be kinked at 93cm from the proximal end. There was dry blood noted on the distal end of the wire. The stent was returned with no anomalies. No anomalies noted to the introducer sheath. Functional inspection could not be performed as stent was returned partially deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent partial deployment was confirmed during analysis. The reported stent friction could not be replicated; however, the analysis results are consistent with the reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the physician employed a microcatheter as the delivery conduit for the stent. As the stent approached the lesion site and was prepared for deployment, an abnormal release resistance was encountered. Even after partial opening of the stent's proximal end, the resistance persisted. The physician deduced that the abnormal resistance might be attributable to quality issues with either the stent or the microcatheter. Consequently, the stent along with the microcatheter were withdrawn in their entirety from the body, with the stent's proximal end maintained in a partially opened state during the withdrawal process'. The stent was returned for analysis still loaded on the stent delivery wire (sdw) and partially deployed through the distal tip opening of the microcatheter (mc) lumen. This is aligned with the event description. The system was flushed and the sdw was advanced, resulting in the stent being fully deployed through the distal tip of the mc. Once deployed, the stent was noted to be undamaged. The introducer sheath was returned for analysis and was also undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent. In the case of this complaint it is not possible to determine exactly why the user experienced the abnormal release resistance/difficulty in deploying the stent in the target vessel. It is most likely that, due to some unknown procedural or anatomical factors, the user experienced resistance while attempting to deploy the stent. Due to this resistance the user applied force to try and deploy the stent resulting in the deformation noted to the sdw. Based on the review of all available information, the reported event ¿stent partial deployment¿ and ¿stent friction¿ as well as the analyzed event ¿sdw kinked/bent¿, ¿stent partial deployment¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.